Manufacturer narrative:
Pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on electronic assembly. No damage on keypad traces noted. Unable to verify for air bubbles anomaly in reservoir tube and unable to perform functional check including rewind and basic occlusion, occlusion, prime/delivery, excessive no delivery, displacement, self-test, unexpected restart error test alarm and all operating current measurement due to blank display. Pump received with cracked reservoir tube lip. .

Event description:
Customer reported via phone call that insulin leaked into reservoir compartment past the second o-ring and into insulin pump. Display screen had moisture damage. Customer's blood glucose was unknown. After troubleshooting, it was found that reservoir was expired. Insulin pump would be replaced.